Event description:
It was reported that a patient received discrepant results when testing with a coaguchek xs meter (serial number: unknown). The specific date of the event is not known. A sample from the patient was tested using the meter on approximately 10-sep-2024, resulting in a value in the "7.0's" inr. The customer believed the value was inaccurate. Within 4 hours of initial testing, a sample from the patient was tested using the meter, resulting in a value of 2.4 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly.

Manufacturer narrative:
The patient's meter and test strips were requested for investigation and replacement products were sent to the patient. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.